Event description:
Procedure: hysterectomy. According to the rptr: the endo stitch seized up and was firing two endo stitches. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).